Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26418. Related manufacturer reference number: 2017865-2021-26420. Related manufacturer reference number: 2017865-2021-26421. It was reported the patient presented for extraction of the pulse generator due to an unspecified infection. The right atrial, right ventricular and left ventricular leads were also explanted. The patient was in stable condition.